Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller stated his sons unit stopped working. Making a loud noise and it might be the fan.